Manufacturer narrative:
No code available: reitubation. The device history record for the reported lot number in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual device was not returned. Representative sample returned was tested and reviewed. The packaging was intact, there were no signs of damage, each device was properly constructed and each performed within design specifications without failure. All information reasonably known as of 30-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported the patient had been intubated for some number of days, developed respiratory distress and subsequent cardiopulmonary arrest. During the resuscitation and concurrent evaluation, the patient was found to have developed a pneumothorax and a chest tube was placed. She reports an extreme amount of force being required once the device wiper had been deployed and pull back was attempted. The obstruction could not be removed and repeat bronchoscopy was performed at which time the silicone sleeve of the wiper was seen within the endotracheal tube. The patient subsequently underwent successful endotracheal tube exchange. Health care professional asserted that the "plastic piece was not obstructive and not responsible for the clinical presentation and need for endotracheal tube exchange".